Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that their son had experienced low blood glucose level. The customer¿s blood glucose was 54 mg/dl and 134 mg/dl. The customer was treated with carbohydrates. The customer reported that they had issues with insulin pump showed to replace the sensor. The customer was advised to return sensor. The sensor will and insulin pump not be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test. Sensor passed per specifications. Sensor initialization test was performed using a new lab transmitter with a paradigm pump. Connected sensor to the transmitter and placed it in 100 bbs solution and confirmed communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Unable to confirm adhesive anomaly on opened/used sensor.